Event description:
Pt fell 10+ hours later arrived at hospital feeling symtomatic (slow heart rate - 50 bpm approx). Eri indicated. When trying to do rtt, device indicates it cannot complete due to low battery voltage and high battery impedance. Not capture and having trouble establishing telemetry.